Manufacturer narrative:
Investigation summary: received a 24ga nexiva unit along with a piece of top web packaging from lot 9157943. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual evaluation: the unit was received heavily soiled with patient residue (dried blood). The needle was partially retracted out of the tip shield. Damage (bent) could be seen on the cannula. Functional: an attempt to full disengage the needle was performed, resistance was felt. The needle was fully disengaged by force. Additional damage (bent, twisting) was observed. An attempt to push the needle into the out position was performed but failed, the damage on the needle did not allow it to go through the washer. Conclusion(s): indeterminate: a definite source that caused the damage observed on the cannula and which caused the needle to fully retract was unknown, it is not known if it occurred during the manufacturing process or at user environment during/prior to use.

Event description:
It was reported that the safety mechanism did not work and needle could not retract with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: rn was attempting to initiate a peripheral IV the needle got stuck and could not retract the needle.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism did not work and needle could not retract with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: rn was attempting to initiate a peripheral IV the needle got stuck and could not retract the needle.